Event description:
It was reported to resmed (B)(4) that while setting up an astral device, the screen was black and there was an audible alarm. The device was not in use when the fault occurred, therefore, there was no patient involvement. Ref MFR 3004604967-2014-00060.